Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display and then inappropriately powered off. Complainant indicated that there was no pt involvement in the reported malfunction.